Manufacturer narrative:
A add'l lot number was reported (lot # m003961). However, the cause of the event is not due to the cartridge. The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal and bolus delivery. Customer's blood glucose level was impacted.